Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during drain 5 of 5. The home patient (hp) was connected and the cause of the alarm was undetermined. The caller discarded the supplies and would finish therapy with manual supplies. Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the hp on (B)(6) 2010, it was found no companion sample was available and the lot number was unknown. There was no patient injury or medical intervention associated with the event. The hp was advised to contact the nurse regarding the alarms and contact global technical services (gts) with any additional issues.

Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 5 of 5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).